Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented with lead dislodgement due to twiddler's syndrome. The leads were explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was stable throughout. The lead will be returned to the manufacture.